Event description:
This unsolicited case from united states was received on 01-nov-2016 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and few weeks later had recurrent burning and excruciating pain in knee, swelling in knee, had not been able to walk and not been able to do anything. The medical history, past drugs, concomitant medications and concurrent conditions were not reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) administered at doctor's office for left knee pain. Since an unknown date in 2016, few weeks after receiving treatment with synvisc one, the patient had burning and excruciating pain from her synvisc-one injection. The pain came every morning and every evening, lasted about 45 minutes and then it was gone but it would come back in about 2-3 hours. The patient knew that the pain would be even more intense once she started feeling the burn. She cried her eyes out and it would go way again and then come back. The patient stated that she normally could withstand pain but this kind of pain was different. The doctor informed her that it would take about 5 weeks to notice a difference in the pain. 5 weeks went by and the patient still had pain in the knee but it was a different kind of pain. Since an unknown date in 2016, few weeks after starting treatment with synvisc one, the patient had not been able to do anything and was unable to go to work because of it. The patient had not been able to walk since the injection and started walking with a cane in the last 3 weeks. The pain really hit the patient about 3 weeks ago and it had been like "clockwork" ever since. The patient just did not get it. On an unknown date in 2016 (last week), thursday, the patient was given a steroid shot by her doctor. The patient stated as long as the knee was "dead" (i.e. Numbed with lidocaine) it was fine, but after it wore off, the pain was very intense. It was reported that the patient was going back to see her doctor on thursday and he would inform her on when she could get back to work based on the amount of swelling in the knee (latency unknown). Corrective treatment: steroid for recurrent burning and excruciating pain in knee and swelling in knee; walking with cane for not been able to walk; not reported for not been able to do anything. Outcome: not recovered/ not resolved for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for recurrent burning and excruciating pain in knee and swelling in knee. Additional information was received on 11-nov-2016. Global ptc number with results was added. Text amended accordingly. Upon internal review on 23-nov-2016, the linking of the event: not been able to walk was updated from abasia to gait disturbance.

Event description:
This unsolicited case from united states was received on 01-nov-2016 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and few weeks later had recurrent burning and excruciating pain in knee, swelling in knee, had not been able to walk and not been able to do anything. The medical history, past drugs, concomitant medications and concurrent conditions were not reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) administered at doctor's office for left knee pain. Since an unknown date in 2016, few weeks after receiving treatment with synvisc one, the patient had burning and excruciating pain from her synvisc-one injection. The pain came every morning and every evening, lasted about 45 minutes and then it was gone but it would come back in about 2-3 hours. The patient knew that the pain would be even more intense once she started feeling the burn. She cried her eyes out and it would go way again and then come back. The patient stated that she normally could withstand pain but this kind of pain was different. The doctor informed her that it would take about 5 weeks to notice a difference in the pain. 5 weeks went by and the patient still had pain in the knee but it was a different kind of pain. Since an unknown date in 2016, few weeks after starting treatment with synvisc one, the patient had not been able to do anything and was unable to go to work because of it. The patient had not been able to walk since the injection and started walking with a cane in the last 3 weeks. The pain really hit the patient about 3 weeks ago and it had been like "clockwork" ever since. The patient just did not get it. On an unknown date in 2016 (last week), thursday, the patient was given a steroid shot by her doctor. The patient stated as long as the knee was "dead" (i.e. Numbed with lidocaine) it was fine, but after it wore off, the pain was very intense. It was reported that the patient was going back to see her doctor on thursday and he would inform her on when she could get back to work based on the amount of swelling in the knee (latency unknown). Corrective treatment: steroid for recurrent burning and excruciating pain in knee and swelling in knee; walking with cane for not been able to walk; not reported for not been able to do anything outcome: not recovered/ not resolved for all events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for recurrent burning and excruciating pain in knee and swelling in knee. Additional information was received on 11-nov-2016. Global ptc number with results was added. Text amended accordingly.

Event description:
This unsolicited case from united states was received on 01-nov-2016 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and few weeks later had recurrent burning and excruciating pain in knee, swelling in knee, had not been able to walk and not been able to do anything. The medical history, past drugs, concomitant medications and concurrent conditions were not reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) administered at doctor's office for left knee pain. Since an unknown date in 2016, few weeks after receiving treatment with synvisc one, the patient had burning and excruciating pain from her synvisc-one injection. The pain came every morning and every evening, lasted about 45 minutes and then it was gone but it would come back in about 2-3 hours. The patient knew that the pain would be even more intense once she started feeling the burn. She cried her eyes out and it would go way again and then come back. The patient stated that she normally could withstand pain but this kind of pain was different. The doctor informed her that it would take about 5 weeks to notice a difference in the pain. Approx 5 weeks went by and the patient still had pain in the knee but it was a different kind of pain. Since an unknown date in 2016, few weeks after starting treatment with synvisc one, the patient had not been able to do anything and was unable to go to work because of it. The patient had not been able to walk since the injection and started walking with a cane in the last 3 weeks. The pain really hit the patient about 3 weeks ago and it had been like "clockwork" ever since. The patient just did not get it. On an unknown date in 2016 (last week), thursday, the patient was given a steroid shot by her doctor. The patient stated as long as the knee was "dead" (i.e. Numbed with lidocaine) it was fine, but after it wore off, the pain was very intense. It was reported that the patient was going back to see her doctor on thursday and he would inform her on when she could get back to work based on the amount of swelling in the knee (latency unknown). Corrective treatment: steroid for recurrent burning and excruciating pain in knee and swelling in knee; walking with cane for not been able to walk; not reported for not been able to do anything. Outcome: not recovered/ not resolved for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for recurrent burning and excruciating pain in knee and swelling in knee.